Event description:
The reporter stated the surgeon attempted to use a cc4204a collamer single piece lens. It was noted that the lens was torn and that is how they received it. The contents of the vial were poured into a tray. They did not use forceps to remove the lens from the vial. There was no attempt to load the lens. There was no pt contact. The facility discarded the lens.

Manufacturer narrative:
(B)(4). Eval method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: the product pertaining to this event was discarded by the facility. Based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4).